Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her daughter alleging that at times they noticed that the pump did not deliver a bolus as programmed and in another instance, the pump delivered a bolus without user intervention. On (B)(6) 2010, the pump history showed that a bolus of 13.5 units was given at 4:49am. The pt denied giving herself the bolus and her mother stated that the pt was not up at the time to have programmed bolus. The pt's blood glucose at 8:00 am that morning was 43 mg/dl. The pt was instructed to have the pt go on a backup plan for insulin delivery. This complaint is being reported due to the following conclusion: the reporter alleged that the pump was not bolusing correctly as programmed. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose readings or symptoms that meet animas' criteria for a serious injury.